Manufacturer narrative:
(B)(4) (metallic taste in her mouth).

Event description:
The patient had a pump refill. Before the needle was removed, the patient had a medical event. The patient stated it "felt that someone had blown something up her nose" and then she had a metallic taste in her mouth. The patient then lost consciousness for 5 minutes. An emergency call was alerted and the pump was emptied to ensure that a pocket fill had not occurred. All of the volume was retrieved. After the patient recovered with nil sequela the pump was refilled. At the time, the pump would not communicate with the 8840 programmer. They tried another programmer but this also failed to get telemetry with the pump. An hour after the incident, 3 other (B)(4) were tried and they were able to get telemetry. No unusual logs were recorded. The pump was reprogrammed and the patient was admitted to the hospital overnight for observation. The doctors did not believe that the patient's collapse was due to a missed refill of the pump, but were concerned about the lack of telemetry. The patient was booked to have her pump replaced the next month; the pump had 5 months on the eri (elective replacement indicator). The patient recovered without sequela. The device system was used to deliver hydromorphone 7.5 mg/dl at 3.5 mg/day.